Event description:
It was reported that this right atrial (ra) lead was associated with a system infection. The physician redressed the wound and issued a course of antibiotics. Overtime, the wound had completely healed and patient will continue to have routine follow-ups. The ra lead remains in service and there were no additional adverse patient effects reported.